Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred, and the customer filled the cartridge with more than 300 units of insulin. Subsequently, the cartridge began to leak from the septum. Customer's blood glucose level was 308 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.